Event description:
Excessive leakage of hyperbaric chamber around seal while patient was in process of dive. Chamber was brought up to normal conditions with no problem. Seal was found to leak on inside of chamber.